Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal ion oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation was breached cut.

Event description:
It was reported that there was oversensing on the atrial lead of noise and undersensing of p-waves. The patient also complained of pacemaker syndrome from the oversensing. The lead was replaced and returned. No patient complications have been reported as a result of this event.